Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered multiple inappropriate shocks due to conducted atrial fibrillation. The shocks terminated the rhythms. It was also noted that the patient was exhibiting an increased heart failure index. No additional adverse patient effects were reported. This device remains in service.